Manufacturer narrative:
The patient's previous driveline repair was reported under MFR # 2916596-2020-04004. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient experienced multiple yellow wrench alarms while on batteries, and when the patient reviewed the log files at home they noted multiple low speed advisory alarms. The healthcare professional attempted to reproduce the events by manipulating the driveline and palpating the abdomen, but was unable to do so. The system controller history showed speed drops beginning at 12:48pm to as low as 4,580rpm. A later review of the log files by technical services found that there were speed drops less than the low speed limit that occurred on (B)(6) 2021 while the patient was connected to the mobile power unit (mpu). The patient had a known short to shield and had a driveline repair in the past. A review of the previous driveline that was replaced was conducted and no issues were found, indicating the short to shield was internal. The patient was provided with a power module and an ungrounded patient-to-power module cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events and associated alarms while the patient was supported by the mobile power unit (mpu). Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between these findings and hmii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2021 at 23:46:48 through (B)(6) 2021 at 14:27:36. From the beginning of the file until (B)(6) 2021 at 12:48:34, the pump speed remained above the low speed limit. From this time through (B)(6) 2021 at 13:09:17, intermittent low speed events and associated low speed advisory alarms were captured. Pump speed reached a minimum of 4580 rpm (4620 rpm below the low speed limit). These events only appeared to occur while the patient was supported by the mobile power unit (mpu). No additional atypical events were captured throughout the file. The center reported that the patient experienced multiple low speed advisory alarms. The center manipulated the driveline and palpated the abdomen extensively and was not able to reproduce the events. On (B)(6) 2021 the territory manager requested an ungrounded patient cable for the patient. The low speed events reported resolved with the ungrounded patient cable. The patient remains ongoing on hmii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas instructions for use (IFU) and hmii lvas patient handbook address all system controller alarms (including low speed advisory alarms) and how to respond to such events. Information regarding driveline care can be found in both of these documents. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline and driveline repair kit were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.